Event description:
It was reported that the patient obtained a result of 426 mg/dl from his meter and, based on this result, took 12 iu of humalog insulin almost immediately afterwards. Shortly after injecting insulin, the patient started shaking and sweating due to low blood sugar. The patient stated that he collapsed on the floor and was found by his brother. The patient´s brother gave him orange juice. The paramedics were not called and the patient did not go to the hospital. The patient was unable to say how long he was unconscious. He started to feel normal after at least 15 minutes and no further glucose test was taken after the incident.